Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
It has been reported that either the fiber or the transversor was defective. The device did not accomplish the lecture in 3 different monitors.